Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev3238 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a deficiency of catheter. It was stated "the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2020). The nature of the device deficiency was malfunction. The first time of problems with the patency were on (B)(6) 2021 on the oncological ward: the catheter could not flushed. The device was removed and is not available for evaluation or was not returned to the manufacturer. The catheter was removed externally by the families doctor in practice."